Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient sought medical assistance from ems for hypoglycemia on (B)(6) 2026 while at sailing camp. The patient's blood glucose levels declined below 54 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include 2 back-to-back seizures, the patient was treated by paramedics with glucagon through intravenous fluid and baqsimi nasal spray while in the ambulance. The patient was transported to the hospital and discharged the same day. The pod was disposed of by ems.